Manufacturer narrative:
The investigation for the reported low pump flow, thrombus, and access site bleeding-major has been completed. The impella device was returned for evaluation. Upon visual inspection, biomaterial was found inside the pump housing and wrapped around the impeller. No other issues were found on the rest of the pump. Data logs confirmed the low flow upon initial pump start and remained the rest of the case. The low flow issue triggered suction response and suction alarms. The root cause of low flow was due to biomaterial ingestion.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 67-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support as a bridge to left ventricle assist device. Patient placement signal was low compared to arterial line. The placement signal is 44 points lower on the aortic mean arterial pressure (map) than the patient¿s radial art line map pressure. The left ventricle waveform was also dampened but not decoupled. Whenever there was an attempt to increase p-level from 4 to 5 suction alarm occurs and flows drop. Patient has adequate volume and echo shows in a good position with inlet away from any walls of ventricle on multiple echo views. Patient has adequate urine output with yellow color. It was further reported that the impella was removed due to a clot found in the inlet. The patient also has been off anticoagulant for five days due to hematoma. Another impella 5.5 was placed.